Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely degradation led to component failure for the chip on the adhesive. However, a root cause could not be identified. Regarding the dirt on the objective lens, a definitive cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchofibervideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated the adhesive on the bending section cover of the distal end had a chip and dirt was found on the objective lens. There was no patient involvement.